Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k, however, have been provided in this MDR.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment was not reported. The cause of the peritonitis was not reported. The outcome is unknown.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Follow up with the nurse was performed on (B)(6) 2012. The nurse declined to provide any information related to the peritonitis other than a causality statement. The nurse stated that the peritonitis was not related to any baxter solutions, devices or disposable products. A review of all batch record documents was performed for associated lot numbers h12d30047, h12e29053, h12e03041, h12d27068, and h12g11099 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.